Event description:
It was reported the procedure was being performed in the emergency department. When the kit was opened, they discovered the lidocaine ampule was cracked. As a result, the lidocaine ampule was disposed of and the kit was not used and another one was opened and used successfully. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.